Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. It was also reported that the right atrial (ra) lead exhibited high / increasing thresholds since shortly post-implant. The lead remains in use and the patient was hospitalized. No further patient complications have been reported as a result of this event.